Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the registered nurse. The sample was centrifuged again and rerun four times on both the same instrument and an alternate instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist advised the customer to check the probe alignments, and instructed the customer to adjust the height of the reagent probe. The tsc specialist discovered that the sample tubes were not being centrifuged according to the tube manufacturer's specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being run outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.